Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
A consumer implanted for post-lumbar laminectomy syndrome and spinal pain reported seeing the poor communication screen on the patient programmer (pp) and not being able to perform telemetry without the antenna. It was noted the recharger was able to communicate with the implant. The consumer further reported that starting last week their back was bothering them and they were experiencing back pain, but yesterday it was really bad. An appointment was scheduled with the healthcare provider (hcp) for (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.